Manufacturer narrative:
Follow-up #1: date of submission 6/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: there is a battery compartment crack to the left of the bumper pad from the threads traveling down to the case seal. Rust/corrosion in battery compartment; leak test failed due to battery compartment leak. Opened pump; no further evidence of moisture internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.